Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The electronics test failed during the instrument start-up process, and the customer identified a leak of approximately 5 ml of fluid onto the counter. The customer determined the source of the leak was a detached tubing from the front blood detector on the instrument. The customer reattached the tubing, and completed the instrument start-up process with the electronics test passing. The customer was wearing personal protective equipment of a lab coat at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
The customer resolved the issue and a beckman coulter field service engineer was not dispatched to the customer's facility. (B)(4).